Manufacturer narrative:
This is one of two manufacturer reports being this case. Please reference related manufacturer report no: 2015691-2021-02396. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The valve was returned crimped over inflation balloon. The returned device was visually inspected, and the following was noted: multiple struts bent outward at inflow. Multiple struts exposed through skirt, it was normal after crimped and used. No abnormalities observed on outflow strut. Expanded valve: valve frame was distorted and canted. All struts remained expose through skirt, it was normal after crimped and used. All leaflets were torn, wrinkled and dehydrated due to the storage condition (prolonged crimping) during the return handling process. Two (2) struts remained bend outward at inflow. Gouges observed on delivery system flex tip. No dimensional or functional testing were able to be performed due to device return condition. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'the crimped s3u valve had passed the esheath's hemostatic valve, the ds would not move. Therefore, one physician held the esheath straight while the other gradually pushed the valve through. A lot of resistance was felt throughout while the valve was passing through. Once in the descending aorta, valve alignment was performed. Prior to crossing the arch, while in the rao position to unfold the aortic arch, a strut from the distal end of the valve was seen protruding and pointing downwards from the distal end of the valve as if bent over'. Per imagery review, patient had tortuous access vessels. Additionally, the engineering evaluation revealed that patient had calcified access vessels due to the scratches on sheath shaft and damaged on the sheath distal tip. The presence of calcification and tortuosity could create challenging pathway during the delivery system advanced through the sheath, it could lead to the high resistance and high push force. So, if excessive force was applied to overcome the resistance, it could lead to the bent strut as reported. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative correction (CAPA) are not required. Per management discretion, a product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A CAPA has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve, resistance was felt while advancing the delivery system and valve through sheath. During valve alignment, a valve bent strut was observed. The valve was immediately retracted inside the esheath. The devices were removed as a unit and an intima of an artery was wrapped around the bent strut was observed. Upon closer examination, two bent struts were noticed protruding. The second sheath had a visible scratch along its proximal shaft right before the gray non-expandable portion of the esheath. New devices were prep and a 23mm sapien 3 valve was successfully implanted with no issues. An angiogram was performed, and slow flow was noticed in the right iliac. Active bleeding was not observed however, there was oozing at access site. Vascular surgery was called and performed a thrombectomy with patch of the femoral artery. The cause of the right illiac injury was unclear.